Event description:
It was reported that a dissection occurred. The patient underwent a percutaneous coronary intervention. The 85% stenosed target lesion was located in the left anterior descending artery. A 38 x 2.50 promus premier drug-eluting stent was deployed to treat the target lesion. However, a distal edge dissection was found. Another synergy drug-eluting stent was deployed to cover the dissection well. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
E. Initial reporter first name (B)(6).